Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a motor error alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the pump histories revealed records of call service 64-0008 alarms. On investigation, the pump powered on and was exercised for 24 hours without the occurrence of call service alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, the audio bolus button cover was missing from the pump; the audio bolus button was inoperable.